Manufacturer narrative:
According to info provided by the customer, the watertrap was used with a non cardinal hlth ventilator circuit (non-heated wire) and it was noted that the clamp was in the open position at the time of the reported incident. However, there is no info of the position of the water tap in the circuit, as to whether or not it was in the upright position during use, because if the clamp were in the open position and the water trap in the upright position, the water would have drained out of the water trap and would not have accumulated in the circuit. Samples of the clamp from current inventory were reviewed in accordance with our raw material spec and no problems were found related to the clamp. Our mfg process also reviewed, and no problems were found related to the issue reported. Therefore, without the sample or add'l info we are unable to determine if the water trap contributed to the reported incident.